Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat failed pelvic floor reconstruction (x2), severe anterior enterocele (stage iii), severe vaginal prolapse (stage iii), persistent pelvic pain and pressure, and dyspareunia and mesh was implanted. It was reported that during insertion, the patient experienced an incidental bladder injury that created a 2 x 1 centimeter bladder hole. It was reported that the patient had concurrent procedures of enterolysis of bowel adhesions from vaginal cuff and the right pelvic wall, cystoscopy, incidental cystotomy with bladder repair, bilateral uretolysis and incidental subsequent reperitonealization of the peritoneum performed during mesh implantation. It was reported that following insertion, the patient experienced pain, erosion, urinary problems, organ perforation, fistula, and recurrence. It was also reported that patient underwent an unsuccessful attempt at mesh removal on (B)(6) 2007 and mesh removal and suprapubic catheter insertion on (B)(6) 2007. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.